Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument black cable in the hinge was cut. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and found to found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The piece was missing, size 0.52 mm x 0.44 mm. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of detached fragment is attributed to the user.

Event description:
Refer to h11 for follow-up information.